Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 563 mg/dl and high levels of ketones. Cause was not known. A correction bolus was delivered to address bg. The customer reverted to an alternate method in insulin therapy.